Event description:
It was reported the pt experienced discomfort at her right hip scs ipg pocket site. Surgical intervention was taken to explant and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.